Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiopulmonary arrest, within hours of the patient's last dialysis treatment, and expired. This event was allegedly caused by the product which was administered to the patient for dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports associated with this event.